Event description:
It was reported that the patient develops an infection approximately every 3 months. It was also reported that the patient experienced a shocking sensation. The patient went from 0.4 to 6.0 quickly. The patient was instructed to increase amplitude slowly to avoid shocking. Patient found comfortable stimulation at 5.0 amps. It was noted that the patient exercises rigorously. Further information is being requested from the hcp.